Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing revealed the device had a power source detection issue and did not detect an external power source. The main circuit board was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to soldering process during manufacturing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.